Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was involved in a simultaneous flow incident. According to the report, a non-baxter secondary set was connected to the clearlink set at the clearlink for a patient infusion using a sigma pump. The reporter stated that the "patient was going to be infused (with) 20 ml of an antibiotic via the secondary bag with a total volume of 50 ml." The nurse initiated the infusion, but when they returned, it was found that all of the solution had been infused and there was simultaneous flow. There was no patient injury or medical intervention associated with this event. No additional information is available.